Event description:
It was reported that the during attempted insertion of the iab difficulty was encountered passing it through the introducer sheath. Due to this, the iab was removed and replaced. There were no further complications.